Manufacturer narrative:
Patient information was not provided for reporting. Little, m; et al (2015) plate removal following orthognathic surgery. Journal of carnio-maxill-facil surgery, (43) 1705-1709. ((B)(6)). This report is for unknown quantity of unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for unknown quantity of unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: [(B)(4)) literature article 2015.pdf]

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is being filed after subsequent review of the following literature article: little, m; et al (2015) plate removal following orthognathic surgery. Journal of carnio-maxill-facil surgery, (43) 1705-1709. ((B)(6)) this is a retrospective study of patients who had undergone routing orthognathic surgery between july 2004 and july 2012. All 202 patients had undergone le fort I osteotomy, bilateral sagittal split osteotomy or a combination of both procedures (bimaxillary surgery). All fixation plates used were manufactured by either stryker liebinger ((B)(4)) or de puy synthes ((B)(4)). There were 129 females and 73 males. Median age at date of initial surgery was 20.8 years (range 16.9-40.7 years, mean 24.6 years). Ninety-six patients had bimaxillary surgery, 73 had only bilateral sagittal split osteotomy and 33 had only le fort I osteotomy. It was calculated that a total of 854 plates were placed of which 516 were in the maxilla and 338 in the mandible. The mean follow-up period was 48 months, (range 3.8 - 99.6 months, median 50.4 months). Twenty-on patients required plate removal, 17 patients required mandibular plate removal and four required plate removal from the maxilla of which 14 had undergone bimaxillary surgery. A total of 27/854 plates were removed, of which 516 plates placed in the maxilla, eight required removal at a later date. Reasons for removal were: exposed plate, infection, pain/irritation without evidence of infection, recurrent sinusitis and unexplained swelling which was not relieved by removal of metalwork. None of the exposed plates were related to tooth loss from alveolar bone atrophy. This report is for 8 unknown patients who experienced exposed plate, 5 with infection, 2 with infection and exposure, 1 with infection and palpable plate, 1 with pain/irritation, 1 with recurrent sinusitis, 1 with swelling, 21 plate removals. It was unknown which plates (synthes or stryker) were used. This report is for unknown quantity of unknown plate. This is report 1 of 1 for (B)(4).